Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the evis exera ii xenon light source the image begins to glitch then becomes green or dark / black for about five seconds. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image stabilized normally without any issues. The brightness was ok and light control was working fine. The olympus lamp life meter was reading at 300+hours, light output measured within range. The scope socket condition was ok. The igniter and iris cable were up to date. The fan was running ok and the air pressure tested ok. The rest of the functional tests checked ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.